Event description:
It was reported that the user experienced a low blood glucose event at home, with an estimated glucose of 60 mg/dl, cause unclear, and treated the event with juice with assistance from a family member, after which glucose returned to range. Investigation included complaint handling with user troubleshooting and education. Further investigation of this case revealed no device alerts or alarms reported around the time of the event. The user reported symptoms during the event included visual disturbance, nausea, weakness, headache, and intermittent loss of consciousness. Outcomes included resolution of symptoms at home without medical intervention or hospitalization. It was concluded that the event was user-reported hypoglycemia with unclear cause and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.